Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body of the twist clamp of the transfer set. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set would not disconnect from the pd cassette line and resulted in a separation of the dark blue female connector and light blue main body of the twist clamp on the transfer set. This was described by the reporter as ¿the patient line did not come apart from the pd catheter¿. The nurse stated, ¿the wrong part came loose. The dark blue connection point came loosening from light blue piece¿. This was identified when the nurse tried to disconnect the patient from the automated peritoneal dialysis (pd) system. To remedy the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.